Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below, for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024, listed on smartsolve. Daily total collection start time = 05/09/2024, 00:00:00.000: daily total of all insulin delivered = 59.7; daily total of basal insulin delivered = 51.025; daily total of bolus insulin delivered = 8.675. 05/09/2024, 06:34:00.000, square bolus delivered: bolus programming method = bolus wizard; square bolus amount programmed = 3; bolus amount delivered = 1.775. 05/09/2024, 07:22:04.000, normal bolus delivered: bolus programming method = bolus wizard; normal bolus amount programmed = 5; bolus amount delivered = 5. 05/09/2024, 15:02:34.00,0 normal bolus delivered: bolus programming method = bolus wizard; normal bolus amount programmed = 4; bolus amount delivered = 1.9. On 05/09/2024, 15:02:34.000, normal bolus amount programmed = 4 u. However, no delivery alarm/insulin flow blocked alarm was noted. And bolus amount delivered = 1.9 u. The pump was programmed with multiple bolus deliveries. And all bolus delivered properly their indicated, amounts (at quick bolus speed). And were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below, for pump error(s) alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: 05/09/2024, 04:34:00.000, alarm alert notification fault number = no delivery (7), during basal delivery. 05/09/2024, 04:37:00.000, alarm alert notification fault number = no delivery (7), during basal delivery. 05/09/2024, 06:34:00.000, alarm alert notification fault number = no delivery (7), during bolus delivery. 05/09/2024, 15:02:34.000, alarm alert notification fault number = no delivery (7), during bolus delivery. 05/09/2024, 15:05:00.000, alarm alert notification fault number = no delivery (7), during basal delivery. 05/09/2024, 21:04:00.000, alarm alert notification fault number = no delivery (7), during basal delivery. 05/09/2024, 21:14:00.000, alarm alert notification fault number = no delivery (7), during basal delivery. 05/09/2024, 21:18:00.000, alarm alert notification fault number = no delivery (7), during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted, during testing. The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a stained keypad overlay and a scratched case. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removing dka harm code with this report. As no symptoms were reported. Also, added hyperglycemia 1905 with t009 treatment code.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 400 mg/dl. The customer reported diabetic ketoacidosis treated with hospitalization: overnight stay. The event involved product(s) unomedical, mmt-332a, mmt-1715kl. Troubleshooting was performed and found customer was using the insulin pump system within 48 hours of the reported event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1715kl.